Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that their open spine clamp had a screw that was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative, following up with the site was informed by the site that the part was fixed using a third party repair. After talking with the site further the medtronic representative found the site biomed ¿fixed¿ the instrument. No further details regarding the repair were provided.